Manufacturer narrative:
(B)(4). The pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with a missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, minor scratched display window, cracked case at battery tube side and keypad overlay texture damage. The test reservoir and infusion set did not lock into place due to missing retainer.

Event description:
It was reported via phone call that customer¿s insulin pump had damaged. Customer¿s blood glucose was unknown at time of incident. Customer states that crack was seen on reservoir compartment so it was not possible to fix reservoir anymore. Insulin pump will be return for analysis.